Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon opened a trocar and used a 5 mm instrument when a massive leak of air (co2) occurred. The surgeon opened new trocars. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 09/02/2010. Evaluation summary: the analysis results found that the cb12lt device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the cb12lt device (b) was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak with the test probe inserted. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk. Expiration date: unk. Manufacturing date: unk.